Event description:
A healthcare facility in (B)(6) reported that a patient complained that he experienced chest pain while using his hc221 CPAP humidifier and that the pain ceased when he stopped using the machine the patient's CPAP unit is six years old and he has not previously complained of any problems while using the unit. The hospital biomed further reported that "the patient's discomfort apparently stopped when switched to the new CPAP."

Manufacturer narrative:
(B)(4). Method: the complaint CPAP was received by fisher & paykel healthcare (B)(4) for evaluation. The CPAP was tested for functionality and accurate pressure output. Following testing, the CPAP was disassembled and inspected internally. Results: the CPAP operated normally during testing and did not display any error codes. The unit was tested at the customer's set pressure of 11.0 cmh20 and no inconsistency was observed in the output pressure. The pressure testing showed that the CPAP was delivering the correct set pressure. Internal inspection of the device revealed no abnormalities. Conclusion: no fault was found with the CPAP as it operated normally during testing, outputted the correct set pressure and had no internal defects that would have resulted in abnormal operation. Fisher & paykel healthcare is, therefore, unable to confirm or determine the root cause of the reported chest pains. (B)(4), the facility biomed, has subsequently informed us that the patient has not reported any further problems and continues to use the new hc234 CPAP humidifier supplied by fisher & paykel healthcare.